Event description:
The patient was enrolled in the champion af study with patient identifier (B)(6). It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the procedure, heparin, apixaban (10 mg) and other oral anti-coagulants was administered. A watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 21.3 mm. Post procedure on the same day a transesophageal echocardiogram (tee) was performed which revealed a pericardial effusion. There was no evidence of intracardiac thrombus, left atrial appendage thrombus or complex aortic atheroma. No intervention was necessary, and the patient was discharged the same day as the procedure.

Event description:
The patient was enrolled in the champion af study with patient identifier (B)(6). It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the procedure, heparin, apixaban (10 mg) and other oral anti-coagulants was administered. A watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 21.3 mm. Post procedure on the same day a transesophageal echocardiogram (tee) was performed which revealed a pericardial effusion. There was no evidence of intracardiac thrombus, left atrial appendage thrombus or complex aortic atheroma. No intervention was necessary, and the patient was discharged the same day as the procedure. It was further reported that the pericardial effusion was not caused/ worsened by implant procedure or watchman device. The event has been withdrawn.